Event description:
A healthcare facility in norway reported that a connector of two rt380 adult dual-heated evaqua2 breathing circuit was found detached during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Method: the subject rt380 breathing circuits were not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is therefore based on the information and photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: review of the provided pictures revealed that the adaptor was detached from inspiratory limb. Also, it was observed that the adaptor was having a gap more than 2mm which is out of specification. Conclusion: without the subject devices, we are unable to confirm the cause of the reported fault. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged."

Event description:
A healthcare facility in norway reported that a connector of two rt380 adult dual-heated evaqua2 breathing circuit was found detached during patient use. There was no reported patient consequence.